Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during review of the device's history log. The reported event does not appear to have occurred on a patient since the log did show that several days after, the device failed the 30j test via test port. After extensive testing the reported problem could not be duplicated. Visual inspection of the device did find that the contact pins on the test connector were loose which may have contributed to the report. The test port and pd engine were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.